Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure, pre-close suture placement was attempted in a 6-french femoral artery access site using a perclose proglide device. Reportedly, when the proglide device was removed, the suture line was not connected. After the ptca procedure, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The suture retrieval issue/needle to cuff miss was able to be confirmed. Device analysis revealed a posterior foot detachment. The detached foot was not returned. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, there is no indication of a product deficiency.